Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pwd reported had an issue with cannula housing detaching from the adhesive patch. This occurred with all sites since starting on the twist (non-ICU medical device) eight days ago. Due to this issue, the pwd has had to replace sites every 1¿2 days, as the cannula dislodges from the body while the adhesive patch remains. The pwd stated they have used six infusion sets in eight days and will require replacements. Additionally, the pwd requested extra cassettes (non-ICU medical device) because they initially changed cassettes with each early site change. All previous infusion sets were discarded, but the pwd noted that the current set is beginning to come apart and will retain it for return and investigation. There was no patient injury.

Manufacturer narrative:
Received 3 device samples from customer. As received, no applicator was returned and the three returned cannulas had the adhesive patch attached. Unable to confirm the complaint from the samples returned. The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Manufacturer narrative:
Three used units were received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.